Event description:
It was reported that a user¿s pump did not power on after being placed on the charging pad, and the pump had previously powered off due to a depleted battery; upon reseating the pump on the charger and confirming a solid charger indicator light, the pump powered on and began charging. Customer care provided support that included remote troubleshooting and user education on proper charging technique. Investigation of this case revealed that the pump was fully discharged and that proper placement on the charger restored function. No user symptoms reported. Outcomes included no clinical impact and no changes to therapy. It was concluded that the event was attributable to low battery with successful resolution through standard troubleshooting.